Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer had failed. The customer reported that the malfunction occurred when user tried to dispense medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) ran troubleshooting and diagnostics. The fse then found that the row board connections on drawer 2-1 needed to be reseated. The station was reseated and rebooted, and the customer tested the inventory in the drawer, which was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer had failed. The customer reported that the malfunction occurred when user tried to dispense medication to patient. There were no adverse events or injuries reported based on this incident.